Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of implantable pulse generator (ipg) the right ventricular (rv) lead exhibited low impedance. The rv low impedance prevented implant detect from completing on the ipg during implantation. It was also reported that multiple transmissions from the ipg were not sent due to implant detect not completing. It was also reported that the ipg did not collect histograms, lead graphs, data, or pacing. It was also reported that the rv lead exhibited high outputs. The patient has recently reported feelings of shortness of breath and shaking. The ipg was re-programed. The ipg and rv lead both remain in use. No further patient complications have been reported as a result of this event.